Manufacturer narrative:
(B)(4). Batch # n54e23. Additional information was requested and the following was obtained: just to confirm, are you able to clarify how the device misfired? No further information will be forthcoming. The analysis results found that the atw45 device was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. They had a delay for another device to be opened and the procedure was completed without further delay or incident. Unfortunately no further information was provided. Two minutes delay. No adverse outcome reported and positive post-surgery outcome. Rep was not present and nothing reported other than new device was opened and worked perfectly.